Event description:
It was reported that the ilet display developed vertical black lines after the patient allegedly slept on the device, leading to reduced screen visibility and prompting use of back-up therapy with multiple daily injections; a replacement ilet was arranged and the patient was instructed on shutdown and data handling. Symptoms included transient hyperglycemia with a reported peak blood glucose of 312 mg/dl and no reported adverse symptoms such as dizziness or loss of consciousness. Outcomes included self-management of high glucose with back-up therapy, no ketone testing, no alerts confirmed by the caregiver, and no medical intervention or hospitalization. Investigation included collection of event details, confirmation of serial number and logistics for return, and remote assessment based on user report and photo of the screen. Investigation of this device revealed a screen/display malfunction consistent with physical damage to the device housing or display assembly, with no evidence of broader pump functional failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to display failure.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".